Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, crack opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A crack opening on valve assessed as cracked valve seat diaphragm valve. Reason for reoperation: deflation

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.